Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after firing a few millimeters, the device stopped. There were no blue or flashing lights lit. The surgery time was extended beyond 30 minutes. A manual handle was used to complete the procedure. The original partial staple line was resected. A reinforced reload was used with the device. There has been no adverse event reported as a result of additional operating time. The patient is currently in fine condition.